Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the customer comment that the stylus and cursor did not align and therefore the stylus was replaced and calibrated to the new touch screen. Additionally the hard drive was reconfigured and the software reloaded and updated. (B)(4).

Event description:
It was reported that the programmer's stylus and cursor were not aligning. It was further reported that this programmer was recently repaired for the same issue. The programmer was returned for service. No patient complications have been reported as a result of this event.